Event description:
Initially, it was reported that the patient had a 2-3 cm ball under the skin of the incision site. It was reported that there is no pain or redness at the site. The physician believed that it was related to vns surgery. It was later reported that the patient will be seen by the neurosurgeon for the potential infection and that no trauma and patient manipulation are believed to have occurred. It was reported that the infection was first observed on (B)(6) 2013, but that it started potentially at the implant. No cultures were taken. The patient was seen by neurosurgeon who could not confirm an infection and recommended that device stimulation be started. It was reported that x-rays were performed and reviewed by neurosurgeon. No anomalies were identified within the vns system. The neurosurgeon asked the patient to return to the clinic if there are any associated adverse events.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the device was programmed on without any problems. Device diagnostics were reported to be "ok".